Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a hemorrhage approximately two thirds of the way through a cataract extraction with intraocular lens (iol) implant procedure. The surgeon was unable to implant the iol. The patient was examined by a retinal specialist one day postoperatively. The surgeon plans to perform a secondary iol implant in 3 to 4 weeks. The surgeon does not know whether the device caused or contributed to the event. Additional information has been requested.

Manufacturer narrative:
Additional information: the clinical analyst reviewed this file and stated the following: ¿the customer reported a choroidal hemorrhage occurred during cataract surgery and the surgeon wanted the system checked. The customer returned the completed questionnaire. It is noted that a "limited super choroidal hemorrhage¿ occurred 2/3 of the way through the case. The surgeon was unable to implant the iol (intraocular lens). The patient was not hospitalized. No medications or therapies were in use at the time of the event. The patient has a history of dry eyes, both eyes (ou), vitreous floaters ou, cataract right eye (od), hypertension, hyperlipidemia, thyroid disease. The event occurred during phaco on the right eye. The incision was temporal. The ophthalmic viscoelastic device (ovd) was endocoat (a non-company product which is a high-protection, low-weight dispersive ovd). The ovd was removed with the I/a handpiece. In the surgeon¿s opinion it is unknown if the device caused or contributed to the event. The patient was evaluated by a retina specialist the next day. The surgeon is planning a secondary posterior chamber iol placement in 3-4 weeks. Suprachoroidal hemorrhage (expulsive) during cataract surgery is one of the most devastating complications for both the surgeon and the patient. This complication is thought to be caused by sudden surgical decompression resulting in transient hypotony, which increases choroidal transmural venous pressure followed by serous effusion within the suprachoroidal space. As this accumulates, the short and long posterior ciliary vessels that traverse the suprachoroidal space become stretched. A suprachoroidal hemorrhage occurs when these vessels rupture from excessive stretching. Unlike other complications, the surgeon is generally caught unaware and unprepared. It can occur during any kind of intraocular surgery, from phacoemulsification to vitreoretinal surgery, but certain surgeries are more predisposed to developing an expulsive hemorrhage, such as intracapsular cataract extraction and open-sky procedures including penetrating keratoplasty. Expulsive hemorrhage is more commonly seen in elderly patients with generalized arteriosclerosis or hypertension. Patients with a history of expulsive hemorrhage are at higher risk of developing an expulsive hemorrhage in the other eye as well. Local ocular conditions that predispose to an expulsive hemorrhage include glaucoma, increased iop, low scleral rigidity and high myopia. Other intraoperative factors that can be important include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe or vitreous loss during surgery. Bleeding generally starts from one of the short posterior ciliary arteries. The vessels are especially prone to rupture if they are also necrotic secondary to glaucoma or arteriosclerosis. Events might also begin with a serous choroidal detachment that leads to a sudden stretching of the ciliary vessels, leading to their rupture. Expulsive hemorrhage is recognized intraoperatively as a shallowing of the anterior chamber, spontaneous expulsion of the lens or iol, progressive vitreous loss, wound gape, a dark, expanding choroidal mass along with hemorrhage through the wound and finally the appearance of the retina and choroid in the wound. With a closed globe or in eyes with self-sealing incisions, such as in phacoemulsification, an expulsive hemorrhage is recognized as shallowing of the chamber and progressive firmness of the globe. The final prognosis depends on the time of hemorrhage, the size of the vessel involved and speedy therapy. Rapid recognition and institution of appropriate measures can help save an otherwise unsalvageable eye.¿ the company service representative examined the system. The system was confirmed to have operated as intended. Irrigation and aspiration sensors met product specifications, and the calibration was confirmed. The company service representative reviewed intraocular pressure with the customer and advised about the IV pole height, as an important use within the recommended settings. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).